Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that arrhythmia were turned off at their philips information center ix (pic), but keep turning on the phones. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
No device malfunction, the issue was caused by the user changing the settings which caused the issue.